Event description:
It was reported that a device had premature battery depletion and was replaced. No further information was reported.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 37083-40 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2009 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).